Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Additionally, it was reported that a cartridge did not fit onto the pump. There was no adverse impact to customers blood glucose. The customer declined follow up from tandem technical support; therefore, further information was unable to be obtained.